Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent two revision surgeries (dates not reported) to excise excess tissue from the implant site. The patient also developed an infection that was treated with antibiotics (date and duration not reported). Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have the internal magnet removed. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is: bim400 implant magnet not attract system as previously reported. The correct common device name is cochlear baha attract system, not lxb: product code, product code: lxb as previously reported. This report is filed on july 06, 2017. (B)(4).